Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction 03 alarm. The customer's blood glucose (bg) level was impacted; the value of the level was not provided. Insulin injections were used to address the bg level. The customer was to continue to manage diabetes with insulin injections.